Manufacturer narrative:
Follow-up #1: date of submission: 04/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2016 with the following findings: a review of the black box and alarm history showed multiple cs 078 alarms. The pump alarmed with a cs 078 upon the first rewind attempt. The pump¿s cover was removed and there was no intermittent condition found to the motor flex. Technical analysis revealed a single component slave processor failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was noted that the pump emitted a cs 078 service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.